Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser locked. It was not possible to set power and time of supply. Timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
This system is no longer manufactured. There was no request for service, as a result. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).